Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/2.0/086 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The patient experienced lens rotation. On (B)(6) 2021 the lens was repositioned but this did not resolve the problem. On (B)(6) 2022 the lens was exchanged with a longer length lens and implanted vertically. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).